Manufacturer narrative:
Clinical evaluation performed by medical affairs director: hip revision surgery occurred 4 years and 8 months after implantation of a hybrid double-mobility total hip arthroplasty. No information concerning patient age, bmi and general health status is available. Both femoral (cemented) and acetabular (cementless) components were found to be loose, a rather unusual situation. Based on the information available, no final conclusion can be drawn. Batch review performed on 18 march 2019: lot 111149: 40 items manufactured and released on 29-apr-2011. Expiration date: 2016-03-31. No anomalies found related to the problem. To date, all the items of this lot have been already sold without any similar reported event. Additional implant involved in loosening: cup: versafitcup 01.26.50mb acetabular shell cc ø 50 (k083116) lot 135596: 60 items manufactured and released on 13-feb-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, all the items of this lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2019 we were informed about a patient who came in complaining of pain 4 years and 8 months after the primary surgery due to an aseptic loosening of the stem and a loose cup. The cause of the loose cup is unknown. On the following day, the surgeon revised the cup, liner, head and stem and the surgery was completed successfully.